Event description:
On (B)(6) 2012, the patient contacted animas for an unrelated issue alleging that the keypad buttons had a delayed response and required multiple button presses in order to get them to respond. He stated that sometimes when pressing the up arrow and down arrow buttons it takes them a little while to respond. The reporter denied that the pump was exposed to water. The patient reportedly wore the pump in a pump skin, in a pocket and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.